Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump is alarming no delivery. Customer had changed the infusion set and reservoir; receiving excessive no delivery alarms. The current blood glucose reading is 320 mg/dl. Customer's blood glucose has been high. Customer has been admitted into hospital due to high blood glucose. The blood glucose reading is 548 mg/dl. Treated with manual injection. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications and no excessive no delivery alarm noted.